Event description:
It was reported that during an appendectomy, instrument fired correctly first time. Second firing was incomplete. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Customer report of "balloon rupture" was not confirmed. Balloon appeared to be intact. However balloon did not inflate due to interlumen leakage between inflation and infusion lumen. Unit is sent to accellent for further evaluation. The 3/5/10 accellent evaluation: the device balloon was visually inspected under 10x magnification and there is no leak or burst condition with the balloon. When the device arrived for evaluation the contamination guard had been cut off. Water was introduced through the balloon lumen to detect the leak. When the water was introduced the water came out of the distal tip and from the strain relief where the contamination guard was. During further investigation it is confirmed that the device shaft has come apart from the triurfication. The appearance of the shaft is as if it was pulled out of the strain relief. Visually there is a sharp kink in the bellows. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Balloon rupture during use, no patient injury